Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #1). An additional emdr was submitted to represent the bard/davol ventralex (device #2). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralex st device. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1 and device #2) on (B)(6) 2006 and (B)(6) 2009, and an unspecified bard/davol ventralight st (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the two (2) ventralex (device #1 and device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."